Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a lead implant. Upon interrogation, the atrial lead failed to capture. The physician elected to explant the lead. The patient was noted as stable.